Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The RMA was authorized to bring back the sensor for further investigation. The sensor was tested in-house and the review of qc data as well as in-vivo data showed very low ref and signal on channels which resulted in a very low modulation, affecting the accuracy of the sensor. The root cause of this issue is likely an insufficient hydration of the sensor's hydrogel following the insertion, leading to low mep (measurement of electronic performance) and low sensor msp (meaurement of sensor performance) values.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where patient experienced a hypoglycemia event. Blood glucose (bg) was 42 mg/dl at the time of incident. Sensor glucose (sg) reading was not provided. Patient complained to have not received any low glucose alerts.